Event description:
This unsolicited device case from united states was rec'd on (B)(6) 2014 from a physician via sales representative. This case involves a (B)(6) female patient who experienced significant pain in area, drew 75 cc fluid, two days later drew out 30 cc, few days later took out another 75 cc (effusion) and swelling whilst receiving treatment with synvisc. The patient rec'd treatment with synvisc in the past. No medical history, concomitant medications and concurrent conditions were reported. On (B)(6) 2014, the patient commenced treatment second series of synvisc injection (dosage regiment, route, frequency, batch/lot number and expiration date: unknown) into an unknown location for an unknown indication. After an unknown latency, the patient experienced significant pain in area. The same day, she underwent arthrocentesis and 75 cc of fluid was aspirated (effusion). Two days later, the patient again underwent arthrocentesis and 30 cc of fluid was aspirated. Few days later, another 75 cc was aspirated. On an unknown date, the patient developed swelling. The patient rec'd treatment with oral and injectable steroids for the events of significant pain in area, drew 75 cc fluid, two days later drew out 30 cc, few days later took out another 75 cc (effusion) and swelling. Action taken: unknown. Corrective treatment: oral and injectable steroids for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for same. Seriousness criteria for all the events: intervention required.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: in this case the patient developed significant pain in area, swelling, effusion after treatment with synvisc. Although the role of synvisc cannot be excluded for the occurrence of the events, however the lack of info regarding the concomitant medications used by the patient precludes the complete case assessment.